Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the battery needs replacing. There was reportedly no patient involvement. The customer / biomed worked with the technical support representative.. It was determined that this was a malfunction of the battery. A battery was ordered to the customer. The device remains at the customer site and no further evaluation is warranted at this time.